Manufacturer narrative:
Complications reported were pain, re-surgery and tactile disorder. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information, the article reported clinical study that occurred in france.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for analysis. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a virtue implanted in (B)(6) 2022 and from (B)(6) 2022 experienced permanent perineal pain, pain in left side of pelvis radiating to left lower limb limiting movement, dysesthesia and decreased scrotal sensitivity. Scrotal pain appeared when the dysesthesia disappeared. The patient was given profenid, spasfon and paracetamol. The device was ultimately explanted.

Manufacturer narrative:
Correction: g3. Date received by manufacturer: initial date 2023-feb-28. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for analysis. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Corrections: d6b: explant date removed. H6 health effect: impact code f1903 was removed.

Event description:
According to additional information received, it was not confirmed if the device was explanted or not.